Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was removed due an unexpected outcome. Representative indicated patient "complaining that everything was still blurry". Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the base of a lens case inside a plastic specimen cup. The lens case lid was not returned. Solution is dried on the lens. The optic was torn/cut into two sections, typical of an insertion and removal. A lens bench evaluation could not be conducted due to the damaged condition of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A lens bench evaluation could not be conducted on the returned lens due to the damage to the optic. Information was provided that the replacement lens was a different toric lens. The specific lens model and diopter of the replacement lens are unknown. (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).